Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," no specific value provided, during these events over the past two weeks. To address the elevated blood glucose, the customer utilized a correction bolus via their pump during one event and a correction injection during another. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. However, occlusions continued and the customer reverted to an alternate method of insulin therapy.